Event description:
It was reported that the patient presented remotely via merlin. Net. It was noted that right ventricular oversensing was observed on a remote monitoring transmission. Further right ventricular (rv) lead testing with isometrics was suggested as well as programming. There were no reported patient symptoms.

Event description:
New information received notes no oversensing was observed on remote monitoring. The patient declined further testing. There was no re-occurrence of oversensing since the original event. The patient was being monitored remotely. The patient had no complaints or symptoms.